Manufacturer narrative:
Pump powered up after battery installation and was stuck in a pump error alarm notification screen and reboot/medtronic logo loop, problem isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to pump error alarm loop. Pump received with scratched case and pillowing keypad overlay.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with trouble shooting. The customer confirmed was able to rewind pump. The customer was advised the pump needs to be replaced. The pump will return for analysis.